Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012192767); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012185683); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the valve was deployed for the second time at an implant depth of 5 millimeter's (mm) to 7 mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view, complete heart block (chb) was observed. Subsequently, the valve was placed shallower in an attempt to improve the conduction disturbance; however, the chb did not improve. The physician measured the septum at approximately 2.0 mm, and there was calcification in the left ventricular outflow tract (lvot) on the non-coronary cusp (ncc) and right coronary cusp (rcc) sides. The valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the valve was recaptured 2 times. The valve was recaptured the first time due to amount of calcification, and the valve was under expanded. There was a possibility that the nosecone of the dcs would not be able to be removed if the valve was released as it was. The valve was then recaptured a second time because the chb occurred due to too deep of valve placement. Per the physician, the recaptures and re-deployment contributed to the chb. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329]; product ID [d-evolutfx-2329]; serial/lot [(B)(6)]; use by date [2026-03-19]; UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the valve was deployed for the second time at an implant depth of 5 millimeter's (mm) to 7 mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view, complete heart block (chb) was observed. Subsequently, the valve was placed shallower in an attempt to improve the conduction disturbance; however, the chb did not improve. The physician measured the septum at approximately 2.0 mm, and there was calcification in the left ventricular outflow tract (lvot) on the non-coronary cusp (ncc) and right coronary cusp (rcc) sides. The valve was implanted. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured 2 times. The valve was recaptured the first time due to amount of calcification, and the valve was under expanded. There was a possibility that the nosecone of the dcs would not be able to be removed if the valve was released as it was. The valve was then recaptured a second time because the chb occurred due to too deep of valve placement. Per the physician, the recaptures and re-deployment contributed to the chb. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted due to the chb.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.